Event description:
It was reported that a venous closure of a common femoral vein was attempted with a proglide device using the pre-close technique via a 9f sheath hole prior to an endovascular aneurysm repair (evar) interventional procedure. The sutures of two proglide devices were successfully placed. The use of the 9f sheath was continued and the evar procedure was completed. Reportedly post procedure, the first pre-placed suture broke when sliding the suture trimmer back to load the suture for knot advancement. The knot of the second pre-placed proglide suture was successfully advanced (worked as intended); however, complete hemostasis was not achieved so manual compression was applied to complete hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.